Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with no tip protector, in a tray, for the report of cutter did not work. The returned sample was visually inspected and found non-conforming with foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and was found non-conforming for actuation. The cut functionality of the returned probe was unable to be tested due to the observed actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at multiple locations along the inner cutter. Orange/brown foreign material was observed at the tip and inside of the inner cutter. The o-rings, spacers, diaphragm and spring are all in tact. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had an actuation failure. The most likely root cause for the actuation failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became damaged/worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrector's cutter did not work during a procedure. The status of the patient and completion of the procedure is unknown. Additional information was requested but not received.